Manufacturer narrative:
The device has been returned and evaluated by product analysis on 02/13/2015 with the following findings:there was no available pump data from the time of the event due to continued patient use. A review of the total daily dose history for the available date range showed that the daily insulin delivery totals correctly reflected the user programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in black box or alarm history. A 29 hour flow accuracy test was performed and the pump was found to be delivering within specifications. No delivery related defects were found during testing.

Manufacturer narrative:
The pump has not been requested to return at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2012 stating that the patient had blood glucose levels of 300-500 mg/dl with no symptoms; there was no specified date for when these blood glucose levels began. The reporter stated that the patient was bolusing but was not getting enough insulin with each bolus. The pump was reviewed with the reporter and found that many of the pump settings were never programmed and were running at the pump's factory default settings. Customer support advised the reporter to follow up with the patient's health care provider for appropriate settings for the pump. This report is made based on the allegation that the patient experienced hyperglycemia related to the incorrect programming of the insulin pump.